Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery and motor error while rewinding the insulin pump. Customer's blood glucose level was 89 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.